Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Insulin pump also received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device got wet. Customer's blood glucose was unknown. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.